Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the stent dislodged. The pt had two bare metal stents deployed approx 20 mm apart in the past (proximal and distal rca). No other details are known about this procedure. In 2004, the physician was attempting to treat a lesion between the two previously placed bare metal stents. He was unable to advance the taxus express2 3.5 x 24 mm drug eluting stent through the previously implanted proximal stent so he dilated the lesion in the mid rca with a power sail 3.5 x 15 mm balloon. The physician reinserted the taxus 3.5 x 24 mm stent again, but was still unable to cross. During the second attempt to cross with this stent, it dislodged from the balloon and it was hanging on the guide wire. The physician pulled the guide catheter and wire out as a unit and the stent stayed on the wire down to the femoral artery (visualized by fluoroscopy). The stent came off the wire in the subcutaneous tissue, not in the artery. The procedure was terminated following the dislodgment of the stent. No additional intervention was performed at that time. The undeployed taxus stent was left in the pt. The pt was discharged with no reported injuries or complications.